Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robot assisted laparoscopic low anterior resection, at the first firing, the device was used on the patient, on rectal transection, there was no problem until the adapter was connected, but the handle froze when connecting the first reload. The handle was attempted to be reset and the green buttons on both sides were pressed long for ten seconds, but the handle had no response. A demonstration handle and a new shell were opened and the first firing was completed successfully. At the second firing, the second reload was opened and connection was completed, when it was soaked in saline, the sheet of the cartridge fork root part came off. There was no problem with the operation of the device. There was no patient injury.